Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions, and operator deployment technique. During manufacturing, all proglide devices undergo a variety of cuff, link, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. The complaint information did not report that the patient had any of the conditions listed in the special patient populations section of proglide instructions for use (IFU). The complaint information did not report any abnormal operator deployment techniques; however, it was reported that the guide wire was left in place, which caused the needle-to-cuff miss. As indicated in the instructions for use under smc device placement, the operator is instructed to remove the guide wire during device advancement; therefore, the guide wire should be present when the needle plunger deployed. Based on the reported information and the inspection criteria, a cause for the reported needle-to-cuff miss is attributed to the physician leaving the guide wire in the device during needle plunger deployment. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.